Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had notified their healthcare provider about the issue. When asked for the circumstances that led to the therapy turning off when a ¿timed out¿ message was seen the patient indicated it was user error. The patient continued that they spent almost an hour talking to the representative and working on things. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that there was a handset issue and they stated "why does it keep saying timed out". The patient also noted that "it seems like once it does that, it seems like the whole system turns off". The indicated that the therapy does not work when the ¿timed out¿ message was seen. They stated that ¿right now its not even able to read the device¿. With assistance, the patient was able to successfully connect the communicator with the handset but then noted that the handset read ¿device not responding¿ despite repositioning the communicator several times. The patient then stated at the end of report they were able to successful connect the handset to the ins and it was working as intended. They were able to adjust the therapy and confirmed they felt the stimulation. It was recommended that the patient bring their equipment to their follow up appointment on monday so the healthcare professional (hcp) could assess the communication issue. There were no further complications reported or anticipated.